Event description:
It was reported that the patient experienced elevated blood glucose levels due to no drops being observed at the end of the tubing confirming a blockage in the tubing event on (B)(6) 2026. The high blood glucose had been treated with correction bolus via pump and the set was in use for two to three hours.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.